Event description:
It was reported that the user experienced insulin leakage from the cartridge connection while priming, resulting in hyperglycemia over 300 mg/dl for approximately two hours and temporary disconnection from the ilet to administer an external injection; troubleshooting identified that the cartridge connector and tubing had been connected outside the device, and insulin delivery resumed after proper loading inside the device was performed. Symptoms included elevated blood glucose without loss of consciousness or other acute effects. Outcomes included use of backup therapy and no professional medical intervention. Investigation included technical support troubleshooting and user re-education on proper loading and infusion set connection. Investigation of this case revealed user handling contributed to the leakage and interruption of insulin delivery, and proper in-device connection restored expected function. It was concluded that the event was related to user technique rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.